Event description:
It was reported that as an elderly patient was being removed from the magnet at the end of the scan, patient's arm were not padded and came in contact with the bore resulting in three arrow shaped tears on posterior left arm. Patient was reported to have pre-existing bruises on the affected area.

Manufacturer narrative:
There is no evidence of system malfunction. Warnings and instructions regarding appropriate patient padding, positioning and monitoring are provided in accompanying user documentation.